Manufacturer narrative:
(B)(4). Battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit received with pillowing keypad overlay and minor scratches on case. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.